Manufacturer narrative:
Manufacturer ref no (B)(4). The device was returned to baxter and evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105, caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.